Event description:
A report was received that the patient had an infection at the ipg pocket site. The symptoms were redness and drainage. The physician opened the site and removed the ipg. The pocket site underwent debridement and irrigation. The patient was given IV rocephin and vancomycin. The ipg was then put back into the pocket and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.